Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device confirmed the air in line alarm occurred with no air present. The issue was determined to have been caused by a problem with the air detector. The cause of this component issue could not be confirmed.

Event description:
It was reported that the device gave an alarm with an "air in line" message. Reporter stated no air was present in the line. No known adverse effects to patient.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.